Event description:
It was reported that a patient had surgery on (B)(6) 2014 for a subcondylar fracture. It was reported that the surgeon contacted the sales consultant today and upon x-ray, it was identified the subcondylar plate broke. The revision surgery is planned for (B)(6) 2014. It was reported that the patient did have the planned explant surgery and the plate as well as seven screws were removed. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against user facility medwacth # (B)(4). The only information contained in this report is correction or additional information. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.